Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal and umbilical hernia procedure, the jaw dissector was sticking on the trocar. The procedure continued without any modification on either of the devices. There was no patient injury.